Event description:
It was reported that during a da vinci s prostatectomy procedure, the patient was very sick and the case was difficult. The patient was also large and the prostate was located deep inside the patient's pelvis. It was the surgeon's first prostatectomy procedure using the da vinci s surgical system and the procedure was going slowly, with the surgeon fighting bowel the entire case. No system malfunction occurred and all surgical tasks had been performed correctly, however, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure due to the length of time it was taking to complete the procedure. Two days post-op, the patient expired.

Manufacturer narrative:
Based on the information provided by the surgeon, it was determined that the da vinci s surgical system worked as intended, no system malfunction occurred and the system did not cause or contribute to the patient's demise. A copy of the patient's autopsy report has been requested from the hospital, however, as of 2009, no information has been received regarding the cause of the patient's death. A follow-up MDR will be submitted if additional information is received.